Event description:
1998, bilateral breast augmentation with mentor siltex saline filled mammary implants. 2005, deflation right breast implant. Four months later, pt underwent bilateral capsulectomy, removal of deflated right implant + bilateral implant exchange.